Event description:
It was reported in the intermacs report that the patient was re-hospitalized for a head CT scan. Initial CT results: "there is a moderate sized area of intraparenchymal hemorrhage within the superior aspect of the left frontal parietal region with adjacent edema and cortical sulcal effacement. There is no midline shift, extra-axial fluid collection or hydrocephalus. Orbits and globes are unremarkable. The paranasal sinuses are clear."

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including death and bleeding have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device remains implanted.

Manufacturer narrative:
The root cause or contributing factors to the neurological dysfunction (hcva) and its relationship to the device or treatment cannot be determined based on the available information. Clinical and patient factors including comorbidities are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. With review of the available information and as reported by the physician, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.